Event description:
Same case as 2134265-2010-05450. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 80% stenosed eccentric and de novo lesion was located in a non tortuous and severely calcified proximal left anterior descending (lad) artery. The lesion length was 16mm with a vessel diameter of 3.0mm. During the platform testing, the 325cm floppy rotawire guide wire fractured. The procedure was successfully completed with another burr and guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
An initial examination of the complaint catheter unit was carried out. The guide wire was not returned with the burr unit. The returned rotablator catheter unit was attached to a control advancer unit. A (B)(6) test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit handshake connectors. An attempt was made to wire guide the burr unit using a control guide wire. Resistance was met in the annulus of the burr. The burr was microscopically examined. The burr was misshapen. A scratch test confirmed that the burrs cutting action was acceptable. The damage to the burr is consistent with the burr coming into contact with the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip". The most probable root cause is user related. (B)(4).